Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 37754, serial# (B)(4), product type: recharger. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on from the healthcare provider (hcp) on may 5th 2016 stating that the implantable neurostimulator (ins) and two extensions were explanted (B)(6) 2016 (records indicate that two leads were explanted and returned as well). The reason for removal was normal battery depletion, and the patient had recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator did not find a significant anomaly of the device. The device was overdischarged and had a reduced battery capacity.

Event description:
It was reported that the patient was interested in having their device removed and replaced because the one they had was no longer functioning. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).